Event description:
The date of the sae onset was on (B)(6) 2023, but the site became aware of this event yesterday evening (26oct2023). The reported sae has been described as postsurgical hemorrhage through pelvic drainage. Decrease of hemoglobin to 7.4 g/dl. Two blood transfusions of red blood cells and administration of tranexamic acid prolonged an existing hospitalization. The subject is a 75-year-old male patient. He presented a malignant rectal neoplasia, so it was decided to undergo a robotic ultra-low anterior rectum resection, a total mesorectal excision, a manual coloanal anastomosis and a protective ileostomy. Subject underwent this surgery on (B)(6) 2023. This event initiated on the same afternoon as surgery (on (B)(6) 2023) when blood was coming out of the pelvic drainage. Bleeding was constant but the patient remained haemodynamically, so the only treatment chosen is the administration of tranexamic acid. Over the course of the hours, various blood tests were carried out, and upon observing that the haemoglobin level dropped to 7.4 g/dl, it was decided to perform 2 blood transfusions. As the days go by, the bleeding becomes less and less (tranexamic acid is still administered), the haemoglobin values recover to 10.5 g/dl and the patient has no haemodynamic symptoms. Subject has not yet been discharged from hospital, but it is expected in the next few days. This event is considered "resolved" by the site.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be related to the procedure (causal), but not related to the investigational device.